Event description:
Information obtained from online journal article "late mesh migration through the stomach wall after laparoscopic refundoplication using a dual sided ptfe/eptfe mesh". In 2005 - patient underwent laparoscopic implant of crurasoft patch during refundoplication procedure. Ni/ni/ni - three months later, a control gastroscopy was performed. Everything appeared to be normal. In 2007 - two years post mesh implant, the patient was readmitted to the hospital due to severe dysphagia and a 15 kg weight loss. An endoscopy was performed. Mesh could be seen inside the stomach under the wrap. The patient was referred to thoracic surgeons. Ni/ni/ni - two months later, another endoscopy was performed and there was no longer any mesh inside the stomach. The patient's dysphagia became worse. (B)(6) 2008 - a vagal nerve sparing 15-cm distal oesophagectomy combined with an isoperistaltic oesophago-colo-gastroplasty was performed. No mesh could be seen during this operation. It is believed that it had migrated totally through the stomach wall and, there after, been excreted. Ni/ni/ni - the patient recovered, has no dysphagia and has gained weight.

Manufacturer narrative:
Based on information obtained from online journal article "late mesh migration through the stomach wall after laparoscopic refundoplication using a dual sided ptfe/eptfe mesh," the patient underwent laparoscopic implant of a crurasoft patch during refundoplication procedure. Two years post mesh implant, the patient was readmitted to the hospital due to severe dysphagia and a 15 kg weight loss. An endoscopy was performed, and the mesh could been seen inside the stomach under the wrap. Two months later, another endoscopy was performed and there was no longer any mesh inside the stomach. In 2008, a vagal nerve sparing 15-cm distal oesophagectomy combined with an isoperistaltic oesophago-colo-gastroplasty was performed. "No mesh could be seen during this operation, confirming that it had migrated totally through the stomach wall and there after, been excreted without notice within the feces." The patient has recovered, has no dysphagia and has gained weight again. Currently, it is unknown whether the mesh may have contributed to the alleged event. We have attempted to obtain additional information, including medical records and product identifiers, from the author of the article. However, none has been received to date. Without further, information, no conclusion can be drawn.